Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of cosmetic issues - discolored was verified by visual inspection. Evaluation of the returned sample shows evidence of yellow like coloring on the spike of the drip chamber. A device history record review for model 2420-0007, lot number 20116161 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the discoloration seen in this sample is caused by grease used during the manufacturing of the drip chamber. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that yellow foreign substance was found in 10 as lvp 20d 2ss cv sets' spikes when opening their packaging. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "noted yellow in spike when removed from package."